Manufacturer narrative:
According to the facility on 12/12, the catheter fell out and the balloon was noticed to be deflated when it fell out. The balloon was inflated with approximately 5ml of normal saline and the balloon was found to have a pinhole. Normal saline was streaming out of the hole and the balloon burst. A new foley was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 12/12, the catheter fell out and the balloon was noticed to be deflated when it fell out.